Event description:
It was reported that the patient was implanted on (B)(6) which resulted in the patient being hospitalized due to cardiac issues. The manufacturer¿s representative (rep) noted that the managing physician and healthcare provider (hcp) were hesitant on doing the implant due to this being a pre-existing condition and the patient had another manufacturer¿s implantable cardiac defibrillator (ICD). Post-operatively the patient had a cardiac systolic pressure in the 50¿s so they were put on a dopamine drip which increased her systolic to 80-90¿s but when they attempted to remove the drip she went back down to the 50¿s and the patient was still in the hospital with the issue. A heart rate of 105 and 133 were reported. The rep. Stated they programmed the patient for the first time on (B)(6) so the implantable neurostimulator (ins) was off when the cardiac event started. After programming the patient it was decided to leave the ins off which was the current state. The healthcare provider (hcp) further reported that the patient¿s issues were not related to their ¿bone growth stimulator,¿ the issues were other medical reasons.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).